Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 244-300 mg/dl and a bolus via the pump was delivered to address the bg level. Contact stated that the high bg was due to the customer not testing the bgs often enough today and also that the customer had not eaten healthy foods today. The contact declined tandem technical support's offer to troubleshoot and did not require further assistance.